Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+2.0/066 diopter, in the patient's right eye on (B)(6) 2016. The patient experienced refractive surprise.

Manufacturer narrative:
(B)(4).